Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 60-year-old male patient presenting for cardiomyopathy. During impella support, the patient experienced an access site bleed leading to a hematoma. Adjusting the angle of the repositioning sheath slowed the bleed, but the patient required more than two unit of prbc to counteract the blood loss. The following day, it was noted that hemolysis was also observed in the patient. Two additional units of prbc were transfused to treat the hemolysis. The device was not removed as a result of the noted conditions and patient support continued.

Event description:
It was reported the patient expired from multiple organ failure while on impella support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01613 was provided in sections b2, b5, d6a, d6b, h1, and h6.

Manufacturer narrative:
The root cause of the hemolysis was determined to be most likely patient condition as there was insufficient volume in the left ventricle. The root cause of the access site bleeding was most likely use related as adjusting the angle of the repo resolved the bleeding. The root cause of the patient death was determined to be patient condition and unrelated to the use of impella. Instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction . ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b2 required intervention was inadvertently omitted on manufacturer device report number 1220648-2022-01613-1. D1 brand name was erroneously entered on the initial manufacturer device report number 1220648-2022-01613. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2022-01613. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2022-01613. G1 reporting contact first name, last name, and email revised on manufacturer device report 1220648-2022-01613 in accordance with updated procedures. H6 investigation findings and investigation conclusions was erroneously entered on the initial manufacturer device report number 1220648-2022-01613. H10 investigation results was inadvertently omitted on manufacturer device report number 1220648-2022-01613. H10 instructions for use were inadvertently omitted on manufacturer device report number 1220648-2022-01613.